Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Patient was implanted with prodisc-c implant on (B)(6) 2013 at level c4-c5. On an unknown post-operative date, x-rays showed that the prodisc-c expelled from the disc space, anteriorly. Patient did not complain of pain, but reported that she did hear a pop from her neck at some point. Patient returned to the o.r. On (B)(6) 2013 for removal of implant. Revision surgery went well. Surgeon removed prodisc-c and performed an acdf. This is 1 of 1 reports for this event.

Manufacturer narrative:
Review of lot# 5808582 shows the raw material was processed within specification. The device history records were reviewed for all lots and no non conformities were noted. All lots passed specifications. The investigation is ongoing. Placeholder.

Manufacturer narrative:
Device used for treatment not diagnosis. Product development evaluation performed: there is not enough information available for this complaint to determine the cause of implant migration. The endplate keel (featured on the implant drawings) is the implant¿s main source for primary fixation. Expulsion testing under a worst case scenario found the fixation provided by the implant keel to be more than sufficient to withstand normal physiologic shear loads in the cervical spine. As such, no updates to the fdrm are warranted at this time. Potential causes that could lead to loss of plate fixation requiring a re-operation as covered in the risk analysis include: improper placement - device not placed into the vertebral body enough to engage the flare of the keel. Improper patient selection ¿ inadequate bone structure or bone density . Improper surgical technique ¿ keels cuts created too big. Patient trauma - design not sufficient to provide adequate primary fixation. Based on the mechanical testing, the current design of the prodisc-c implant is sufficient to prevent implant migration even under shear loading in excess of those routinely seen in the cervical spine. The cause for migration in this case is not known, but likely causes for implant migration include improper surgical technique, placement, trauma and/or patient selection. These topics are covered thoroughly in one or more of the following: product inserts, surgical technique guide, and mandatory surgeon training. The risk of implant migration is captured in the implant risk analysis and is still adequately assessed. The migration in this case is deemed indeterminate from a design standpoint. As a result, no further actions regarding functional and design requirements and risk analysis are required. Additional evaluation performed: there is no evidence of device failure or mal-function that warrants further actions and no new risks can be identified. The implant components show signs of normal wear commonly observed in metal-on-pe articulations in total joint replacements. There is damage present on the anterior portion of the keel, the coating of the endplates, and the pe inlay all consistent with surgical removal. There are signs of impingement between the superior and inferior components. There are signs of bony on-growth on both the superior and inferior endplates consistent with implant fixation. No new risks, user needs, or updates to the product development evaluation for (B)(4) have been identified as a result of the condition of the device. As such no further action is required.